Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure tissue on the specimen side was stuck in the jaws. The jaws locked out and would not open; the device was removed by cutting around it. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: batch #m90k9p. The device was received with the jaw stuck closed with tissue and staples between the jaws. The device was forcibly open to clean the device. Once the tissue was removed, it was noted that the upper jaw was slightly bent. However, the damage was not significant enough to prevent the device from cycling. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). A probable damage to the jaw could be cause when the device was fired over staples. Care should be taken not to close the jaw over staples or any other material than tissue, for further information on device use can be found on the IFU. The batch history records were reviewed with no anomalies noted during the manufacturing process.